Manufacturer narrative:
H10 biomed is requesting part number for the external oxygen cell. Information provided by the customer indicated that the device has not been repaired. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: g1: contact information updated. H6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The customer reported a ventilator with a low oxygen (o2) alarm. The device was evaluated by the customer. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.